Event description:
Revision surgery - the pt had progressive knee pain. The surgeon has retired, therefore there is no access to the pt records.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after an unknown duration in-vivo. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record and the product complaint report history could not be performed without the part or lot number information. The root cause of this complaint was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.